Event description:
A vns patient went to surgery for a battery replacement and during surgery it was noted their lead was not functioning. The patient had full revision surgery and their lead was discarded therefore it will not be returned for analysis. Good faith attempts are underway for further details about the reported event.

Event description:
Additional information was received that when the patient was last seen in neurology their generator was unable to be interrogated related to eos. The patient had not been seen in 5 years. No report of the patient having any fall or injury. Analysis was completed on their explanted generator. An end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications of the current automated post burn-in test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. Eos was confirmed.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Corrected data: omitted that analysis of the a generator temporarily implanted in the patient in the or to test their lead showed high impedance over 10,000 ohms.